Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual inspection revealed that the guide wire was in the starting position (handle at proximal end of tubing). It was immediately observed that the guide wire was severely kinked within the tubing. An offset coil was also observed directly adjacent to the distal tip. Microscopic inspection confirmed the damage. After failing functional testing (see below), an occlusion was encountered within the needle cannula. This occlusion was unable to be dislodged and is not visible. The major kink/bend in the guide wire was located 10mm-14mm from the distal tip. The offset coil measured 1mm from the distal weld. The guide wire length from the handle to the distal tip measured 4 9/16", which is within the specifications of 4 7/16"-4 11/16" per product drawing. The guide wire outer diameter measured 0.388mm, which is within the specifications of 0.381-0.404mm per product drawing. The cannula outer diameter measured 0.0252", which is within the specification limits of 0.0250"-0.0255" per the cannula product drawing. The cannula inner diameter measured 0.0170", which is within the specification limits of 0.0165"-0.0180" per the cannula product drawing. Functional inspection of the guide wire was performed per the product IFU which states , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip". The guide wire was attempted to be threaded through the guide wire tubing; however, major resistance was encountered due to the kinking. A lab inventory guide wire was inserted through the cannula. Major resistance was encountered, which prevented the guide wire from deploying. The occlusion is not visible due to the location within the cannula. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was stuck inside the tubing due to a build-up of adhesive around the distal opening. Once the adhesive was dislodged, the guide wire was able to pass. Visual analysis revealed a slight kink/bend towards the distal end. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.